Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open reversal loop of an ileostomy, the stapler was difficult or unable to open while the reload was opened but could not be used with the faulty stapler. The reload was not able to be load properly to the stapler. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open reversal loop of an ileostomy, the stapler was difficult or unable to open while the reload was opened but could not be used with the faulty stapler. A new device was used to complete the case.